Manufacturer narrative:
Additional serial numbers continued: none. Additional lot numbers continued: none.

Event description:
A review of the events indicated that patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that three patient sample tests using the echo v2 automated blood bank system produced four unexpected false negative results. Specifically, the malfunctions produced one false negative result for the anti-e antibody; two false negative results for the anti-jka antibody and one false negative result for the anti-jka antibody. Subsequent testing of reagent retention lots, and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument.